Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and found to have failed the clip test due to misapplication of the clip. The clip was installed on to the clip applier and, upon activating the clip application, the clip would not lock/clip to the test tubing. The clip stayed attached to the clip applier and had to be manually removed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument would not register on the system. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy.